Event description:
The customer reported that the system power shut down and had to be rebooted. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and repaired the power cord plug. The system operates as intended.